Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable needs to be replaced. The customer canceled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed a collimator potentiometer error code within a patient procedure. There was no patient injury or death reported.